Event description:
It was stated that the customer was hospitalized for low blood glucose. The sister did not want to provide more information or troubleshoot the insulin pump and only wanted to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.